Event description:
Pt undergoing laparoscopic appendectomy. During procedure there was a misfiring of the vascular load of the stapler -endopath ets-flex45, articulating endoscopic linear cutter. This resulted in the cassette of the stapler being pushed out the end of the stapling device and actually into the lateral abdominal wall.